Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the subject device had a flickered image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur, the fiber bonding in the outer tube area (distal end) is damaged, and the outer tube has scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur. As for the fiber bonding in the outer tube area (distal end) damaged and the outer tube has scratches, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.